Event description:
One of the two pegs broke off the punch guide. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed indicate that the event was attributed to a less than optimum material design. Corrective action has long since been implemented to preclude similar events.